Event description:
The customer complained of 4 different devices located in two separate facilities that were found to have depleted batteries and failed to turn on during a routine periodic inspection. After a new battery was installed, each of the devices displayed a flashing service indicator.